Event description:
The customer reported having a visit to her doctor due to high blood glucose of 351mg/dl. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found a no delivery alarm, which the customer stated that it was caused by a connection issue during an infusion set change. Assisted the customer to run a manual prime test and the insulin did exit. Performed the high pressure test and the test failed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.